Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information indicates that the surgical intervention was undertaken on (B)(6) 2026 where the ipg was replaced to address the issue.

Manufacturer narrative:
The report of ¿cannot connect¿ to ipg was confirmed. Analysis of the returned ipg found that during the original implant on (B)(6) 2026 device had an msp reset and during the revision procedure on (B)(6) 2026 the device had a por (power on reset). The root cause of ¿cannot connect¿ occurred during the original implant procedure.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) proclaim¿ scs family, proclaim¿ drg therapy and infinity¿ dbs systems surgery mode advisory notice issued by abbott on (B)(6) 2026.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was unable to communicate with the ipg. Attempts to establish communication were unsuccessful. Surgical intervention may be taken at a later date to address the issue.